Manufacturer narrative:
Combination product: yes. On 08-may-2025 update: lead was discarded at the hospital after explant. No further analysis is possible the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
When checked during hospitalization, low wave-height and perforation were confirmed on 11-oct. The lead was removed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
When checked during hospitalization, low wave-height and perforation were confirmed on 11-oct. The lead was removed. Should additional information be received, this file will be updated.